Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent surgical procedure concurrently with laparoscopic assisted vaginal hysterectomy and right salpingo-oophorectomy.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and a mesh and a sling were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03307. The same patient is represented in each medwatch.